Event description:
Customer reported that she had issues with infusion sets over the summer. She stated insulin in not traveling through the tubing from the reservoir when she manually pushes it with a plunger. Customer was advised to call when the issue occurs for troubleshooting. Customer stated she had high blood glucose, but now it is back to normal. She did not specify any numbers. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.